Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The break on the drill was angular in nature. Evaluation of the drills primary cutting edge showed it is dull and the shaft of the drill is bent/bowed. The root cause of the broken drill bit is most likely due to drilling over a bent guide wire. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill tip broke during a knee arthroscopy. The tip was removed using graspers. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.